Event description:
The technician alleged the bed has no power and that there are signs of fluid ingress on the power control board. No pt impact.

Manufacturer narrative:
The technician replaced the power control board assembly to resolve the issue.